Event description:
The physician attempted arteriotomy closure with a perclose a-t (the closer ak) device following an interventional procedure. The device was inserted, mark was achieved and the foot was deployed without difficulty. Following needle deployment and plunger removal, the physician noted that a bilateral cuff miss had occurred. The physician returned the lever to its original position for device removal, and reported that resistance was met. The lever was moved up and down several times in an attempt to park the foot and remove the device. The pt was transferred to surgery, where a vascular surgeon performed a cut-down and removed the device. The surgeon reported that the arteriotomy looked "fine". Upon visual examination of the removed device, suture was visualized to be "wrapped around the anterior foot". The posterior foot was found to be missing from the device. It was reported that during surgery, the posterior foot was found in the femoral artery, proximal to the arteriotomy and removed. The arteriotomy was closed via suture. There were no reported adverse pt effects. Though requested, no additional information was provided.